Manufacturer narrative:
(B)(4). Date sent: 11/16/2021.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you also please try to gain an understanding if buttressing material was used? No. Only on last firings. Was a staple line crossed during the firing? No. Was it noted that the tissue moved distally during firing ? Difficult to see on video. It was a + code so I don¿t think, negligible at best. How the (specifically) the device was cleaned in between firings? With a damp cloth. Experienced team. It was confirmed the hcp removed all reloads with that batch no off the floor and shelf. It was not initiated by j&j rep. Faulty products : (2 x powered 60 echelon +, 440mm shaft ¿ reloads inside ) - returning for investigation exported via dhl awb 4906032003 on (B)(6) 2021. Representative samples: ¿3 x full boxes of gst60g reloads & 8 only/each x gst60g lot 315a07- total 44 samples¿ returning and exported via dhl awb 3089204823 on (B)(6) 2021

Event description:
It was reported that an incident on thursday involving a product used in a sleeve gastrectomy. Next the team opened stapler #2 (lot no: v9429k) and used another green from the same batch which failed once again in the same way. Following this the team changed the reloads to a different batch using stapler #2 and this fired as normal. The following staple was another green from the same batch which also failed in the same way. As discussed the noise the stapler made during firing was a loud crunch and it didn¿t sound ¿¿normal¿¿. He is a regular user of this product over many years therefore I think he would have an accurate interpretation if something didn¿t feel right. We have removed all reloads with that batch number off the floor and informed our other sites to remove them also. This could have resulted in severe adverse outcomes for our patient. No patient consequences reported. No further information is available. Additional information received the malfunctioned reloads had staples, yet they did not form b shaped staples. They appear to have misaligned the anvil. The gun was a powered echelon flex +, hence wider anvil buckets. Patient did not stay in hospital longer than normal protocols.